Manufacturer narrative:
The device associated with this report was not returned for evaluation. The product lot code was not provided. A complaint database search against the provided product code found additional reported events for device cracking. The search found events reported for cracking of the black protective cap and the metal hexagonal feature. The investigation could not verify or identify any product contribution to the current reported event with the information provided and lack of the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Torque wrench instrument had a crack.

Manufacturer narrative:
Additional narrative: update april 27, 2016. Complaint was reopened due to the return of the product. Examination of the returned instrument confirmed the black plastic protector component has cracked and become disassembled from the wrench. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. Co (B)(4) has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of co (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reamer instrument had a crack.

Manufacturer narrative:
Lot code a0510. Manufacture date may 15, 2010. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.